Event description:
Rptr had back surgery on 12/22/92 and again on 1/18/93 when dr implanted the pedicle screw device. Rptr became infected. So had to remove it a few days later. Rptr has been to many drs since because of complications and severe pain and numbness and nerve damage. She has also been to a pain management center.